Event description:
The pt was not receiving pain control. A dye study was performed and it was determined that the catheter was occluded. The pump and catheter were replaced. It was noted that it looked like fibrotic tissue was forming at the catheter tip. It was also noted that the pump was working properly and was replaced due to the age of the device. There was reported to be no pt injury. The medication being delivered via the device system was not reported.

Manufacturer narrative:
The pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.